Event description:
Denali filter self-deployed early before advancing into the sheath on its own going into the patient. No patient harm occurred another denali vena cava filter was opened and used to complete the case. Vendor notified. Manufacturer response for vena cava filter, denali vena cava filter (per site reporter).